Event description:
The customer reported having multiple hypoglycemic reactions and wants to change her settings as a result. The customer stated that she had a glucagon injection, and the paramedics were called to her home. It was stated that the customer is in post surgery and had pneumonia. The customer also reported that recently she was found unconscious at her desk and was taken to the hospital due to hypoglycemia. It was stated that three months ago the customer had changed the carbohydrates ratio on bolus wizard. It was stated that she was experiencing low glucose level for the past three months. It was stated that the customer's most recent glucose reading was 79mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there are 15.0 units more of insulin in the status screen than what is in the reservoir. Ran a displacement test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.